Manufacturer narrative:
Updated fields: b1, b4, g3, g6, h2, h11. Corrected field: d4 (version or model) and d10, g2, h6 (investigation findings, component codes and investigation conclusions), h11. Gas loss in iab circuit: a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Gas gain cause: 1. Catheter occlusion /restriction. Response: system vents and iab deflates; alarms occur in all modes. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Contraindications: severe aortic insufficiency, aneurysm, advanced calcific disease, obesity/groin scarring (avoid sheath less insertion).

Event description:
Need to send initial MDR as final since similar inv available for this . Demographics: 23 year old, male, 188 cm, 72.5 kg - the complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. - (B)(6), an rn in the ICU, called in to request assistance with a gas loss alarm. She said they had used the fill key to fix the alarm but didn¿t know what she needed to do. When asked, she stated the connections were tight. Blake confirmed there was no blood or discoloration in the helium tubing. We reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm other than the patient being tachycardiac for several days. I reviewed the proper way to resolve this alarm any time it occurred: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. I encouraged to her to call back should the alarm go off several times in an hour so we could troubleshoot it together. I collected product surveillance information.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: g1,g3, g6, h2. Corrected field: b4, d9, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced. Gas loss occurs when the pump detects helium escaping from the iab circuit due to a leak or excessive diffusion. If the cumulative shuttle gas loss exceeds 5 cc/hr, and the iab inflation time is less than or equal to 80 msec and deflation time is less than or equal to 250 msec, a gas loss alarm is triggered. User called into emergency support program line to request support with a gas loss alarm. User used the fill key to fix the alarm but didn¿t know how to proceed further. The esp personnel reviewed the connections to be secured and user confirmed there was no blood or discoloration in the helium tubing. Esp personnel reviewed the nature of this alarm and different clinical possibilities. There were no obvious clinical explanation for the alarm other than the patient being tachycardiac for several days. There was no patient injury or harm reported. A gas loss in the iab circuit takes place when a gas loss has been detected in the iab circuit respectively. In this case, gas gain/loss alarms were triggered without confirmed device issues. The user did not follow the IFU instructions to perform an iab fill, suggesting the most likely cause is user error either due to lack of knowledge or failure to follow proper troubleshooting steps.

Event description:
User called into emergency support program line to request support with a gas loss alarm. User used the fill key to fix the alarm but didn't know how to proceed further. The esp personnel reviewed the connections to be secured and user confirmed there was no blood or discoloration in the helium tubing. Esp personnel reviewed the nature of this alarm and different clinical possibilities. There were no obvious clinical explanation for the alarm other than the patient being tachycardiac for several days. There was no patient injury or harm reported.